Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department for an unspecified reason. It was reported there was no pt involvement. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a software error. This report represents all the info known by the rptr upon query by hospira personnel.